Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable ise indirect gen.2 results for one patient sample from the cobas 8000 cobas ise module. The initial sodium result was 169 mmol/l and the repeat result was 136 mmol/l. The initial chloride result was 74 mmol/l and the repeat result was 96 mmol/l. The erroneous results were reported outside of the laboratory. The repeat results were believed to be correct. There was no adverse event. The electrode lot number and expiration date were requested but were not provided. The field service representative found there was possibly an issue with the ise preamp board. He replaced the board and checked all alignments and fluid paths. The customer performed qc. The service actions appeared to have resolved the issue. The investigation was unable to find a definitive root cause.